Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels remained elevated (approx 300 mg/dl). Customer delivered correction boluses. Customer reverted to manual insulin injections to manage blood glucose levels.